Manufacturer narrative:
Additional information received on november 28, 2022 indicated that patient underwent bilateral removal without replacement with bilateral total capsulectomy on (B)(6) 2029. The post procedure diagnosis stated that patient had history of breast cancer, status post bilateral mastectomy with implant-based reconstruction with ongoing immune, symptoms . Patient called mentor to informed that she is still having issues after the implants were removed. That she still have severe depression, bald, almost on the edge (per patient). She also informed that she was near death when removing the implants. The left implant for pathology, and right for microbiology culture. Reason for device explant and/or reoperation: generalized illnesses, lymphadenopathy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not explanted as of this report. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085607. It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices ( gel mod-rnd 800cc date of implant (B)(6) 2005 ) reported unexplained systemic symptoms, which included but not limited to ¿nausea/vomiting, hair loss, chronic fatigue, brain fog, confusion, memory loss, muscle pain and weakness, joint pain, inflammation of body, redness on face, night sweats, fever on and off, food intolerance, heart palpitation, neck and back pain, numbness on toe, shortness of breath, pain and burning in stomach, depression, anxiety and chest pain.¿ it was also reported that the patient developed lymphadenopathy (patient reported swollen lymph nodes on neck) no further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the left side.

Manufacturer narrative:
On 5/22/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).